Event description:
It was reported that during a lavh procedure, the hand activation buttons failed to work after 20 mins. Another device was opened but this also failed after about 10 minutes. There was no error code that appeared on the generator, but the hand buttons seemed to work when the device was outside of the body, but when it was put back through the trocars, the buttons failed again. It was not noted how the case was completed. There was no patient consequence.